Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as aortic neck diameter at the renal arteries of 21 mm; 15 mm below the renal artery of 25 mm, with a 37 mm length. It was reported that three devices were implanted and on the final angiography view an unknown type endoleak was seen. An aortic cuff was implanted however the endoleak was not resolved. The patient will continue to be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Results/conclusions: insufficient information provided; cause of the endoleak is unknown.